Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy and painful skin irritation under the lifevest. Patient followed up with his physician who prescribed a cream. Follow up indicated that the cream helped the skin irritation to heal.